Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient called with system controller beeping and saying connect to power despite fully charged batteries. The patient cleaned the battery clips, and beeping continued. It was localized to white cable, so the system controller was exchanged to the backup controller in clinic. The patient was told to tap white cable and alarm recurred, stating low battery despite the battery having 5 bars. They then changed to brand new battery clips out of the box, and alarm still recurred. Log files were submitted for review. The heartmate 3 event log recorded several low power advisory events while connected to battery power on (B)(6)2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. This was a signal from the battery which was monitored by the system controller. A voltage reduction was not recorded during these events. The recent log file data indicated that the fluctuating rsoc values were now recorded on both the black and white power leads. The controller and battery clips were exchanged again. It was noted that the reason for the poor connection between the battery and battery clip was likely due to the way the patient was wearing their equipment. It was discussed to the patient to wear the equipment differently to reduce stress on the connectors.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was returned for evaluation following the reported event of connect to power and low battery alarms. The returned system controller underwent functional testing and passed all testing procedures. The system controller was connected to a mock circulatory loop and successfully operated the system for extended operation without any atypical alarms activating. The reported alarms were determined to be due to contamination on the contacts of returned batteries and battery clips. The reported event was unable to be correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) that are associated with the system controller, including low voltage, power cable disconnect, and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. The user is instructed to clean the metal battery contacts and the interior contacts of the battery clips monthly using a cotton swab or lint-free cloth that has been moistened with rubbing alcohol. Heartmate 3 patient handbook, rev. D section 10 - "weekly safety checklist¿ and ¿monthly safety checklist¿ include steps for cleaning the metal battery terminals and contacts inside the battery clips. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.